Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2024 the patient¿s wife reported that the patient was hospitalized on (B)(6) 2024. The patient experienced symptoms of nausea, vomiting, and dehydration around 12pm after changing the infusion set. He delivered an unknown amount of insulin through his infusion pump, however, symptoms continued. At 3am on (B)(6) 2024 he received a reading of ¿hi¿ mg/dl on his blood glucose monitor and his wife drove him to the emergency room at 7:30am. In the emergency room, his blood glucose measured 800 mg/dl on a professional meter and he was transported to the hospital and admitted into ICU. He was disconnected from the insulin pump and treated with an IV of humalog, 12-14 units per hour. He remained in ICU until (B)(6) 2024 and was transferred to a ¿step down¿ room before being discharged on (B)(6) 2024. His blood glucose measured 112 mg/dl at the time of discharge. The incident was attributed to a bent infusion set cannula. The medtronic insulin pump and infusion set mentioned in this event are not manufactured by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).